Manufacturer narrative:
The customer reported that the guidewire did not thread through the introducer sheath as intended. Becton dickinson received 2 damaged guidewires and 1 damaged introducer sheath for evaluation. During investigation, it was confirmed the damage to the guidewires and the damage to the introducer sheath were unrelated. This MDR addresses the damaged sheath. The guidewire issue is addressed in becton dickinson reference number 6025635. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split microintroducer is confirmed and was determined to be manufacturing related. Two 0.018 in. Guidewires and two 4.5 fr x 5 cm microintroducers were returned for evaluation. An initial visual observation showed use residue on the returned samples. The tip of the dilator of one of the microintroducers was observed to be bent and the length of the other microintroducer was observed to be curved. A microscopic observation revealed a small longitudinal split in the distal tip of the sheath of the microintroducer which exhibited a bend in the tip of the dilator. This split was observed to be straight with some material webbing and little to no use residue. No major plastic deformation was observed around the edge of this sheath or around the area of the split. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of refx4610 showed no other similar product complaint(s) from this lot number.

Event description:
A damaged microintroducer sheath/dilator assembly was returned for evaluation. The sheath has a split on the tip.